Event description:
It was reported patient underwent a partial right knee arthroplasty on (B)(6) 2007. Subsequently, patient alleges pain. Patient further alleges a revision procedure has been recommended. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: number 20 states, 'persistent pain." This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05120 & 05122).

Event description:
It was reported patient underwent a partial right knee arthroplasty on (B)(6), 2007. Subsequently, patient alleges pain and implant locking and clicking. Patient further alleges undergoing radiographs on an unknown date noting dislocation and possible infection or loosening. There has been no reported revision procedure to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a partial right knee arthroplasty on (B)(6) 2007. Subsequently, patient alleges pain. Patient further alleges undergoing x-rays on an unknown date noting implant migration and possible infection or loosening. There has been no reported revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.